Event description:
Information was received that a smiths medical level 1 h-1200 fast flow fluid warmer was giving a tube not set correctly alarm during a blood transfusion, due to the alarm going off, the device was not warming up the blood. The tube was taken out and reattached but the problem persisted. Staff switched to another level 1 h-1200 device to continue the blood transfer. No clinical injury and no medical intervention. No adverse patient effects were reported. Patient discharged 4/19/19 to a skilled nursing facility due to admission related diagnosis.

Event description:
Information was received that a smiths medical level 1 h-1200 fast flow fluid warmer was giving a tube not set correctly alarm during a blood transfusion, due to the alarm going off, the device was not warming up the blood. The tube was taken out and reattached but the problem persisted. Staff switched to another level 1 h-1200 device to continue the blood transfer. No adverse patient effects were reported.